Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 99% stenosed lesion with severe calcification was located in the severely tortuous left anterior descending artery. The 2.25 x 20 mm taxus express2 atom was unable to cross the lesion. When the stent was removed, there was a burr on the proximal end of the stent that was not there when the stent was delivered. The device was removed intact. Procedure was completed with another of the same device. The pt status is ok with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records for this batch were reviewed to confirm that no issues or discrepancies occurred during production of this batch that could contribute to the reported event. This records review indicates the device met all material, assembly, and performance specifications prior to shipment. The most probable root cause is considered operational context but performance of the device was limited by interaction with other devices, interaction with pt anatomy or other procedural factors.